Event description:
It was reported by the sales rep that the hd epscp,2.7,30,75,cw_storz endoscope device did not provide a clear picture. According to the report, the picture was fuzzy. The device was used for veterinary purpose. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: the manufacturing site name was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was received at the manufacturing site and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, dent(s), bent. Distal tip damaged. Illumination - distal tip fiber damaged. Optical system, optical components - distal cover glass/negative damaged. The repair of the device was however declined and was scrapped as per the instructions from the customer. A manufacturing record evaluation was performed for the finished device 1379142, and no non-conformances were identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information available, the root cause for the device failure cannot be determined during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.